Manufacturer narrative:
The reported events of noise and insulation damage were confirmed. As received, a complete lead was returned for analysis. Visual analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can located proximal to the suture sleeve tie impressions. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.

Event description:
Related manufacturer report number: 2017865-2023-36013. It was reported during in clinic follow up that the right ventricular and atrial leads were exhibiting noise. On the former, this noise resulted in oversensing and ventricular pacing inhibition. The patient was reportedly symptomatic to the inhibition, but the exact symptoms exhibited were unknown. During revision procedure, insulation breach was noted on both leads. Both leads were explanted and successfully replaced. The patient was stable following the operation.